Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that pump failure was being observed with the patient. Waveforms and log files were sent to the manufacturer for analysis, which confirmed pump end of life. It was decided by the hospital to exchange the lvad for another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.